Manufacturer narrative:
Pump was primed and ran using water to simulate conditions of incident with user. Rate and dosage were 250 ml/hr and 250 ml. Pump correctly delivered fluid. Volumetric accuracy test performed and passed within specification (+/-5%). All alarms have been checked and worked properly. Complaint could not be duplicated.

Event description:
Customer stated that pump will act like it's working, but at the end of the feed, the bag is still full of food and has not fed. The pump is not giving any error code or alarms. There was no pt impact reported. Rate and dosage were not provided.